Manufacturer narrative:
Section a2, a3, a4, a5, and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Device evaluation: our field service engineer (fse) was onsite for system evaluation. Fse determined that the objective assembly was the issue. Fse replaced the objective and z galvo driver to resolve the issue. System is performing to specifications. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported bubble breakthrough on a flap during surgical support. The left eye (os) flap was difficult to lift and experienced tearing, with bubble break through observed. Surgical settings for this case included raster mode, superior hinge, depth of 110 micrometers, diameter of 8.70 millimeters, bed energy of 0.85 microjoules, spot and line at 6/6, side cut energy at 1 microjoule, side cut energy at 70 microjoules, hinge at 55, pocket enabled with a depth of 220, width of 0.20, tangential value of 4, and radial value of 4. No further information was provided. Note: this is report 1 of 2.